Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, one of the stent strut was out. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that there were no issues noted with the packaging of the device and no resistance was experienced when removing the stent protector and mandrel from the device.

Event description:
It was reported that stent damage occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, one of the stent strut was out. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that there were no issues noted with the packaging of the device and no resistance was experienced when removing the stent protector and mandrel from the device.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by MFR.: a synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region of the stent. Struts were found to be lifted from their crimped position and pulled upwards. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, one of the stent strut was out. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.